Manufacturer narrative:
This instrument has been investigated. On 5-31-2016 an ocd field engineer (fe) arrived at the customer site and found camera brightness was set to 152 (cam0=152 was first set on (B)(6) at 12:45) the fe performed the reader camera alignment and new reader reference image. The fe set the camera brightness to 122 (reader brightness parameter is 101 to 128) and verified clarity of new reader reference image. The fe rechecked brightness setting numerous times after setting level. The fe informed quality assurance of lab about the out of specification findings. Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 152 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. Complaint : (B)(4).